Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included acne vulgaris, urinary frequency, gerd, bacterial vaginosis, uterine bleeding, kidney stone and (B)(6) infection. Family history included hypertension, stroke, breast cancer, ovarian cancer, uterine cancer and colon cancer. Concomitant products included benzoyl peroxide, drospirenone; ethinylestradiol betadex clathrate (yaz) and ranitidine. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain lower ("pain - below stomach"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and acne ("hormonal changes describe: acne"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (hysterectomy, laparoscopic with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, acne and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain lower, acne, bladder disorder, dysmenorrhoea, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: the patient did not have her essure removed nor was she planning for removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: mr received: case has become serious incident. New event: pelvic pain female, abnormal uterine bleeding and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.